Event description:
It was reported that this pacemaker entered into safety mode. At this time the pacemaker has been explanted and is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.